Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 52 mg/dl. The customer did not provide any information leading up to the event. The customer treated with orange juice and a protein bar. The customer also reported blood glucose of 109 mg/dl, 98 mg/dl and 198 mg/dl. Troubleshooting was not performed for the low blood glucose event. The insulin pump will not be returned for analysis.